Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A surgeon reported that during a procedure there was a white foreign material in the viscoelastic. The product was removed from the eye at the original procedure, the product was replaced and surgery was completed with no harm to the patient.

Manufacturer narrative:
The customer reported that white foreign material was confirmed during usage of ovd. All batches are released according to the required specifications; all testing results were within specification for this batch. Investigation showed that no in process control remarks were reported in our batch record filling, blistering and packaging and visual inspection. A 100% visual inspection on filled syringes before assembly is performed. Items with particles or fibers were rejected. One empty syringe was returned as complaint sample. In the remaining product no foreign material is visible. On the inside of the sleeve are small white spots visible. Unfortunately our lab was not able to perform testing on the returned sample since not enough product was present. We therefore cannot determine the origin of the white foreign material. These white spots are most probably product residue. As the returned sample did not contain enough product to perform testing and no manufacturing related issues were identified, a conclusive root cause could not be determined. A potential root cause could be product residue. (B)(4).